Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the copra board. The user reported that a kind of mosaic was displayed on every image. The issue occurred in fluoro mode as well as during and after acquisition in live mode and in review mode. During a service intervention the service engineer (cse) found a mix-up of image frames and thus the image was corrupted. The investigation of log files identified an issue with the copra board of the imaging acquisition system (ias). No buffer was available to write received images properly. The cse replaced the copra board and the problem did not recur. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the customer reported mosaic on the images. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.